Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump went blank. All but one of the roller pumps stopped. The roller pump was then rebooted; however, the pump displayed a "pump jam" error message although no tubing was installed. The user rebooted the system and the pumps began to function as expected for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.